Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information unavailable. However, friday was provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section e-1 reporter telephone number:(B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when the pre-loaded dfr00v model intraocular lens (iol) was screwed on, there was slight resistance in the injector. Following notification and examination of the device, the doctor stated he didn't feel anything wrong, it was normal, and they could continue. A stain, similar to a ¿torn¿ in their words, was observed on the iol's periphery when the iol opened after implantation. Instead of explanting the iol, the doctor will monitor the patient's progress. According to the nurse, she prepared the simplicity injector as she always does in her routine. Visco methylcellulose ophthalmos 2% was used to prepare the injector. The suspect iol is not available for return as it remains implanted in the patient's eye. Photos of the iol were provided. No further information is available.

Manufacturer narrative:
Photo device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The pictures show an eye being implanted with an intraocular lens. It can be observed a diffractive pattern iol and a scratch/crack like mark with double triangular shape in the lens periphery. Due to the scratch/crack mark¿s location, there is a low probability for them to have visual impact on patient¿s visual function; however, the definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.